Event description:
It was reported that the customer was hospitalized due to high blood glucose. The caller stated that the custom ER had issues with the infusion sets before and he has bent cannulas very often. The caller stated that the customer can pinch an inch, and also has been checked for scar issue. Advised the caller that troubleshooting should be performed and a replacement of the insulin pump would be sent if needed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.